Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that a revision surgery was performed due to infection. Per email communication, the requested x-ray and surgical reports are not available. However, it was stated that the surgeon does not fault the device. Therefore, the patient impact beyond the revision, and the root cause of the infection cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection. The surgeon says the devices were not defective. No further information provided.